Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was steadily declining and the pacing threshold had increased since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.